Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 events were reported for this quarter. 6 devices were received for evaluation. 6 events were confirmed during testing. 6 devices were found to be affected by disassembly and missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device disassembled. 6 events had no patient involvement; no patient impact.